Event description:
The account stated that the architect c8000 analyzer is generating discrepant chloride (cl) results. The account also provided the results for sodium (na) and potassium (k). The initial results were cl=62, na=<100 and k=2.9. The retest results were cl= 110 and 100, na= 145, 146 and k=2.9. (Units of measurement are mmol/l). Field service was requested. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), evaluation - ict reference cup aberrant due to sample integrity / preparation issue (bubble). The complaint was initially opened on (B)(6) 2009 to investigate erratic low (discrepant) sodium (na), potassium (k) and chloride (cl) results generated on (B)(6) 2009: units of measurements= mmol/l. Assay: initial result: na: 100, k: 1.6, cl: 62; repeat result: na: 145/146; k: 2.9/2.9, cl: 110/109. The sample aspiration and dispense pressure monitoring (pm) data for the suspect results were within acceptable limits, therefore an error was not generated. The ict module sample read and sample delta data indicates the discrepant low results may have been caused by a tiny bubble in the sample that prevented the full 15ul from being aspirated for testing, even though a pm error was not generated. Subsequently on (B)(6) 2009, the customer reported that the water bath was contaminated and that a discrepant high cl result of 131 was repeated in duplicate with results of 105 and 106. Field service initially addressed the issue over the phone on 01/19/09, with follow-up onsite visits on (B)(6) 2009 that included performing maintenance, cleaning and lubricating and replacing multiple parts including wash station nozzles 1 through 7, the dry nozzle, cuvette dryer tip, cuvette washer, a cuvette segment, and ict reference cup. There was dirt observed around the ict cup which might have caused some intermittent errors. The assembly was cleaned and flushed with deionized water. On (B)(6) 2009, field service was dispatched to address the water bath contamination issue and the discrepant cl result of 131. To resolve the issue, field service replaced four 1 ml syringes, 1 poppet valve, 2 ict o-rings, 1 ict probe, and 1 cpu board damaged during the decontamination procedure. The complaint history for the customers c8000 does not include a recurrence of the discrepant ict results issue. The complaint history for the customers analyzer (B)(4) found no recurrence of the issue. A review of complaint and trending data did not identify an adverse trend or known issue for the c8000 system or the ict module related to this complaint issue. Labeling in the architect operations manual is sufficient with regard to the customers issue. Numerous probable causes and corrective actions for the customers issue are found under the observed problem erratic results, poor precision section. A specific cause for the discrepant results on (B)(6) 2009 could not be determined. Probable causes are listed in the architect operations manual under the observed problem erratic results, poor precision section. The field service representatives actions to resolve the issue are consistent with information provided in the operations manual. This is the final report

Manufacturer narrative:
(B)(4). Evaluation: ict reference cup aberrant due to sample integrity/ preparation issue (bubble). The date received by manufacturer has an incorrect date of (B)(4).